Event description:
Ketoacidosis and elevated blood glucose levels [diabetic ketoacidosis] ([blood glucose increased]) case description: a nurse reported that a pt with diabetes mellitus type 1 developed severe ketoacidosis in 2002. Pt was admitted to the intensive care unit where pt received intravenous normal saline solution and was placed on continuous intravenous insulin infusion (insulin type and brand are unknown). On admission pt's blood glucose level was 745 mg/dl and pt's sodium bicarbonate level was 8 meq/l. Pt was discharged three days later, at which time pt's blood glucose level was 120 mg/dl. The pt resumed using the induo with novolog insulin, of which the pt administered eight units with each meal. That evening pt's blood glucose level prior to dinner was 500 mg/dl and pt discontinued the use of the device. Pt injected dinner time dose of novolog insulin with a conventional insulin syringe, and pt's blood glucose level decreased to 99 mg/dl later that evening. The nurse indicated that the pt has a history of non-compliance with regard to insulin regimen, and that pt measures blood glucose levels on an inconsistent basis. The nurse stated that if the pt had tested blood sugars on a regular basis "pt would have known that pt was headed for trouble" prior to developing ketoacidosis. Pt was unable to provide specific blood glucose levels prior to the event as the pt did not keep a journal; however pt indicated that the hba1c level in 2/2002 was 11.1% and pt's average blood glucose level was 280 mg/dl. The nurse indicated that the pt experienced ketoacidosis in 12/2000 during treatment with humalog and humulin n insulin. The pt was reportedly compliant with regular diet and pt did not suffer from any infection or illness at the time of the events. The nurse stated that the function check on the induo device delivered 10 units of insulin three out of four times that was performed, however it delivered a full 20 units on the fourth try. The air shot was successfully executed prior to each test. She is not in possession of the device to return it for testing. The nurse declined to provide additional info and she was uncertain if a copy of the discharge summary would be available.